Event description:
It was reported that unstable rotational speed and aborted procedure occurred. A rotapro 2.00mm atherectomy catheter was selected for treatment. The set rotational speed was set to 190k rpm. The observed maximum speed during the procedure was 200k prm. No patient complications were reported. The procedure was not completed due to the same device was unavailable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection did not identify any damage or irregularities to the device. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was not able to be rotated. The rotapro advancer was then connected to the rotapro control console system. The knob switch (ablation button) was pressed, but the device stalled and would not get any speed. In order to determine the cause of the stall, destructive testing was performed. The advancer was dismantled and the components inside the advancer were inspected, but destructive testing was not conclusive as there were no damages to the components. There is not enough evidence to definitively say what the cause of the device stall was. Product analysis could not confirm the reported event, as the device stalled and could not get any speed. There is not enough evidence to definitively say what the cause of the stall was.

Event description:
It was reported that unstable rotational speed and aborted procedure occurred. A rotapro 2.00mm atherectomy catheter was selected for treatment. The set rotational speed was set to 190k rpm. The observed maximum speed during the procedure was 200k prm. No patient complications were reported. The procedure was not completed due to the same device was unavailable.